Manufacturer narrative:
It was reported a patient had a prostatectomy on (B)(6) 2020. Patient was seen by physician as an outpatient (date unknown), due to complaints of no urine output and bladder distention. Reportedly, the catheter had clotted and disrupted the anastomosis. A drain was placed by interventional radiology (date unknown) and patient was re-admitted to the hospital for an ileus (date unknown). The sample was not returned for evaluation therefore a root cause could not be determined. There is no further information at this time. Due to the nature of the incident, medical intervention, and in abundance of caution, this medwatch is being filed. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported a patient had a prostatectomy on (B)(6) 2020. Patient was seen by physician as an outpatient (date unknown), due to complaints of no urine output and bladder distention. Reportedly, the catheter had clotted and disrupted the anastomosis. A drain was placed by interventional radiology (date unknown) and patient was re-admitted to the hospital for an ileus (date unknown).